Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported that rust and discoloration were noticed on the rigid reamer and the case had to be abandoned as no other instrumentation was available. The surgeon had intended to a gamma nail but the set was still wet after reprocessing. He then opted to do a recon procedure but noticed after the patient had been anaesthetized that the rigid reamer had what looked like rust and discoloration on the inside. The case was abandoned and the patient was woken up. The sterile services team reported that the use phoenix ph balance neutral cleaner in the wash phase. Pre-wash is undertaken with a detergent called process ph plus which is ph 12-14 undiluted. This is diluted with 48ml of detergent in 500ml sterile water. The kit has been on site and in use at the account for 3-4 years. The customer also reported that they do have an inspection procedure for instruments after reprocessing.

Manufacturer narrative:
The reported event of discoloured surface was confirmed upon product receipt. Alleged corrosion (rust) was not confirmed. Discoloration which was identified as encrusted remains of brown-colored fluids which could easily be removed. As the original undamaged material became apparent after removing the soil it was determined that corrosion could be excluded. Thus, a material matter was not apparent. According to above findings the reported event had been caused by insufficient cleaning and inspection conditions by the local services team because the item in question had been on site and in use at the account for 3-4 years and was not related to a stryker procedure. As the last delivery of products with this lot to UK was in april 2008 the item had performed had been cleaned as intended in previous procedures. The brochure l24002000 explicitly points out how to proceed with cannulated products. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated nail breakage was addressed adequately. There were no actions in place related to the reported event for the subject product. The reported item 18062012 had been replaced by 18062014 already in 2010. No non-conformity was identified. The event was caused by cleaning conditions at the customer. With available information the event was not linked to a deficiency of the device.

Event description:
The customer reported that rust and discoloration were noticed on the rigid reamer and the case had to be abandoned as no other instrumentation was available. The surgeon had intended to a gamma nail but the set was still wet after reprocessing. He then opted to do a recon procedure but noticed after the patient had been anaesthetized that the rigid reamer had what looked like rust and discoloration on the inside. The case was abandoned and the patient was woken up. The sterile services team reported that the use phoenix ph balance neutral cleaner in the wash phase. Pre-wash is undertaken with a detergent called process ph plus which is ph 12-14 undiluted. This is diluted with 48ml of detergent in 500ml sterile water. The kit has been on site and in use at the account for 3-4 years the customer also reported that they do have an inspection procedure for instruments after reprocessing.